Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting address line 1: (B)(6).

Event description:
The customer reported that the value is inaccurate on the fetal monitor. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.

Manufacturer narrative:
A quote was provided to the customer for philips to perform testing of the device. However, there was no response to the quote; therefore, no work was able to be performed. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed. Philips was unable to confirm the final disposition of the device because the customer was considered to have refused service, due to not responding to the service quote. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.